Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown. Product type: lead. (B)(4).

Event description:
It was reported the patient had an allergic reaction and the device system was explanted. It was noted the patient had a lead explanted because they developed an allergy to the system. It was further noted the explant occurred about a year prior to this report and there were no ¿obvious¿ symptoms of allergy. It was noted the patient would like the system reimplanted.